Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, device was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable pacemaker exhibited premature battery depletion. The remaining longevity is 1.5 years, which is less than 4 years. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. Device was explanted and replaced. No additional adverse patient effects were reported.